Event description:
Consumer reported pain and foggy distance and intermediate vision at one week following cataract extraction and intraocular lens (iol) implant surgery. She reported she fell and broke her foot eight days later. She believes the fall was related to her vision. Prior to cataract surgery and iol implant this pt reported to her surgeon, her eyes do not work well together. She cannot read the notes on the sheet music and images distort in the left eye. Surgeon reported pt had natural monovision (os for near) prior to surgery. Five days after surgery surgeon stated patient reports seeing floaters and has sharp pain. Surgeon reports patient was happy when she was corrected to -2.00. Seven days later, surgeon stated he does not believe her vision problem lies with the iol. He states she is an extremely sensitive individual and is taking time to adapt to her improved vision. Surgeon reported patient has had a satisfactory cataract post-op course.

Manufacturer narrative:
H.3.,6: device remains implanted and was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar complaint reports for this lot of product